Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphadenopathy.

Event description:
Patient reports right side "pain, swelling, liquid accumulation", "slight thickening of fibrous capsules associated with small peri implant seroma, notable on the right", lobulated contours, radial folds, "the right with enlargement and enhancement of the fibrous cannula and discreet intra-capsular liquid", "prominent lymph nodes with a thickened cortex in the axillary regions, with fatty hiluses, measuring up to 1.8 cm". Device remains implanted.

Manufacturer narrative:
The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reports right side "pain, swelling, liquid accumulation", "slight thickening of fibrous capsules associated with small peri implant seroma, notable on the right", lobulated contours, radial folds, "the right with enlargement and enhancement of the fibrous cannula and discreet intra-capsular liquid", "prominent lymph nodes with a thickened cortex in the axillary regions, with fatty hiluses, measuring up to 1.8 cm", capsular contracture (grade IV), "fear of lymphoma from the recall". Device remains implanted. Patient is being treated with pain killers and montelucaste.

Manufacturer narrative:
Continued h6: health effect - impact code: f2203. Continued h6: health effect - impact code: f2201. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: granuloma.

Event description:
Healthcare professional later reported right side foreign body granulomas around exogenous material and prosthesis fibrous capsule. Device has been explanted and replaced.

Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product and permission to contact physician has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and pain.

Event description:
Patient reports right side "pain, swelling, liquid accumulation." Device remains implanted.